Manufacturer narrative:
Product analysis: the product was discarded. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this 26 mm transcatheter bioprosthetic valve, it was determined the valve was too small and a 29 mm valve was implanted valve-in-valve. Following the implant of the second valve, a balloon aortic valvuloplasty (bav) was performed. It was reported that the patient appeared to have an aortic dissection as a result of the bav. The procedure was converted to an open procedure and both valves were explanted. The patient subsequently expired before the dissection could be treated. An autopsy was performed and the cause of death was reported to be an apical dissection.

Manufacturer narrative:
Correction: the model number, catalog number, serial number, expiration date and device manufacturing date were updated to the correct product. Additional information was received that the first valve was not implanted but rather was withdrawn from the patient with the delivery catheter system (dcs) and discarded when the decision was made to upsize. After the 29 mm second valve was implanted, due to the appearance of calcium restricting the valve frame from completely opening, a post-implant balloon aortic valvuloplasty (bav) was performed. The apical dissection was reported to be due to an apical rupture but the cause was not known. The physician did not believe that the valve caused or contributed to the dissection or rupture.

Manufacturer narrative:
Conclusion: multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. In this case, it most likely was due to calcification levels, as the appearance of calcium restricting the valve frame from completely opening was reported. The unique identifier (UDI) was populated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.